Event description:
Device 1 of 2. Reference MFR. Report#1627487-2018-12683. It was reported migration of the patient's drg leads was confirmed by x-ray imaging. As a result, surgical intervention was undertaken on (B)(6) 2018, where the entire system was explanted due to suspected infection. (Please reference MFR. Report#1627487-2018-12386 for further information.)